Manufacturer narrative:
Investigation summary: investigation flow: visual / functional. Visual inspection: the stardrive screwdriver shaft t8 55mm (part # 314.453 / lot # 8440819) was received at us cq. During the visual inspection, it was found that the distal tip of the device was slightly twisted in the direction of screw insertion. The distal tip of the device was stripped and deformed. The etch (part # / lot # markings) were faded and not clear. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Functional test: the functional test for the device was performed. The torque limiting attachment 1.2 nm (p/n: 03.110.002, lot #: 6160) was holding the stardrive screwdriver shaft t8 55mm (part # 314.453 / lot # 8440819) as intended. Thus, no functional issues were found. Dimensional inspection: the dimensional analysis of the distal tip of the received device was not performed due to the post-manufacturing damage. Conclusion: the exact cause of the reported condition is unknown. But it is likely that the device was subjected to excessive forces which might have caused the complaint condition of the device. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 314.453, synthes lot # 8440819, supplier lot # na, release to warehouse date: jun 25, 2013, manufactured by synthes (B)(4), no ncr's were generated. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during plating of a distal humerus using variable angle elbow set on (B)(6) 2020, the stardrive screwdriver shaft and torque limiting attachment were bent resulting it to wobble and difficulty in inserting screws. The procedure was successfully completed by using another screwdriver shaft and torque limiter attachment. There was no surgical delay and no patient consequence reported. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# 1) torque limiter attachment 1.2nm (part# 03.110.002, lot# unknown, quantity #1). This complaint involves two (2) devices. This is report 1 of 2 for (B)(4).